Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that she had no delivery alarms all the day. The customer¿s blood glucose level was 198 mg/dl. Customer stated that they changed reservoir, however it alarmed again, then 3 hrs later it alarmed again. Advised to discontinue using the pump. The insulin pump will not be returned for analysis